Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl as the customer did not know how to enter a bolus calculation using units. Customer had not adjusted the pump carbohydrate setting to ¿on¿. Contact declined tandem technical support¿s offer to assist with changing the pump setting. Reportedly, a bolus was delivered to address bg.